Event description:
The following article was received based on a literature review: article: one-year outcomes of microhook trabeculotomy versus suture trabeculotomy ab interno. A retrospective observational study was done to compare clinical success rates and reductions in intraocular pressure (iop) and iop-lowering medication use following suture trabeculotomy ab interno (s-lot; s group) or microhook trabeculotomy (group). A total of 146 patients (n=169 eyes ) included in this study were divided into: 104 patients (n= 122 eyes) who underwent suture trabeculotomy (s group) and 42 patients (n=47 eyes) who underwent microhook trabeculotomy (group). Both procedures were conducted with the preoperative application of topical 4% lidocaine. After the induction of intracameral anesthesia using preservative-free 1% lidocaine, the anterior chamber was filled with an ophthalmic viscosurgical device (ovd), 1% healon (amo, santa ana, ca, USA), which was then followed with the s-lot procedure for the s group and microhook trabeculotomy for the group. Complications included: hyphema at 1 day postoperative: s group (n=72 eyes); group (n=24 eyes). Hyphema at 1 week postoperatively: s group (n=56 eyes); group (n=17 eyes). Postoperative transient intraocular pressure (iop) elevation/iop spike (= 25 mmhg) in the s group (n=25 eyes) and in the group (n=10 eyes). Due to uncontrolled iop elevation, anterior chamber washout was done in the s group (n=7 eyes) and in the group (n=1 eye). Additional glaucoma surgery was performed in the s group (n=11 eyes) and in the group (n=4 eyes). There were no further interventions reported.

Manufacturer narrative:
Age or date of birth: age (mean±sd) years: total: 69.2±12.3, s group: 69.2±11.9, group: 69.1±13.5.sex: gender (male), n (%): total: 75 (51.7), s group: 50 (48.0), group: 26 (61.9). Date of event: august 2, 2021. The date article published online. Section d6a - implant date: n/a. Healon is not an implantable device.section d6b - explant date: n/a. Healon is not an implantable device; therefore, not explanted.section h4: device manufacture date: unknown, as the lot number was not provided. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: manufacturing record review cannot be performed since the lot number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the lot number is unknown.conclusion: no sample was returned, and the lot number is unknown, an investigation could not be performed, and no malfunction or product quality deficiency is confirmed. Citation: yokoyama h, takata m, gomi f. (2021). One-year outcomes of microhook trabeculotomy versus suture trabeculotomy ab interno. Graefe¿s archive for clinical and experimental ophthalmology 260: pp. 215¿224.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.